Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that avalign technologies-nemcomed manufactured the holding sleeve, p/n 03.632.036, and lot #6746388 on po #(B)(4) for (B)(4) pieces delivered on (B)(4) 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2011 and to the synthes final inspection sheet # (B)(4), revision ¿p¿. The parts were released to the warehouse on (B)(4) 2011. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The holding sleeve was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on (B)(4) 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial lumbar fusion surgery it was discovered that the tip of one of the matrix holding sleeve was worn. The surgeon was able to complete surgery without any delay and patient harm. The worn tip on the second matrix holding sleeve was discovered after the surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the reported matrix holding sleeve (03.632.036) and similar device (03.632.001) are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes five (5) holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Two received matrix holding sleeves (part 03.632.036, lot 6746388 (x2), manufactured dec 2011) were returned with the complaint that: ¿it was noticed that the holding sleeve-long for matrix (03.632.036) was worn. The two devices are no longer holding and threading. The threads are still attached to the device.¿ upon receipt of these devices, the complaint was confirmed as the most distal level of threading has broken off and is missing from these holding sleeves. It is unknown what caused this complaint; the damaged threading may be a result of off axis force while the device was not fully seated in a screw. The associated drawings for the sleeve were reviewed. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium. The received instrument was manufactured in dec 2011, following the implementation of these changes. In conclusion, this complaint is confirmed. This complaint condition was likely caused by off-axis application of the screw-sleeve interface or force applied while the sleeve was not fully seated in the screw. . Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.